Event description:
It was reported, the patient had not used or charged the ipg for an extended period of time. As a result the ipg was depleted. The ipg was explanted and replaced. The patient has effective stimulation coverage. The explanted device will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.